Manufacturer narrative:
The console was not returned for analysis; however, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the fiber optic cable was damaged; this cable was replaced, and the noise seems to have disappeared. Therefore, the reported complaint was confirmed. According to the information provided, after the fiber optic cable was replaced, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. Labeling review confirmed the IFU includes appropriate warnings and specific indications related to the fiber connector security, such as: warning: when removing the protective cap, hold the laser connector, not the strain relief or fiber optic cable. Pulling on the strain relief or fiber optic cable may damage the delivery system and result in unintended laser exposure. If the laser connector is not properly seated and securely screwed into the fiber port, a message appears on the control screen: connect the fiber properly. Safety interlocks: the laser system has safety interlocks on the optical fiber laser connector. Laser energy emission is disabled if a fiber is not connected. Based on review of all information available and analysis results, since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that after the fiber was connected to the console, the console was able to be used for a while. However, after being used for a while, there was a spark at the consoles connector. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the fiber was connected to the console, it was able to be used it for a while but at one point at the machines connector there was a spark. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.